Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016, to report that on (B)(6) 2016, their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device was charged and will boot. Functional testing was performed and there was no failure detected related to the complaint. The data log was reviewed and the following errors were observed: err214, err67, err121, err126, err171. The reported event of a frozen display screen was not confirmed. A root cause could not be determined.